Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 485 mg/dl. The customer stated that the paramedics were called and she was taken in an ambulance. Also, the customer stated that the doctor found she had some type of infection. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.